Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted on current electrograms, and low p-wave measurements that appeared to be chronic, per lead trend. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.